Event description:
Patient presented in the ER after fainting. Rv lead is by guidant and reported that the r waves had recently decreased significantly. Several shocks were delivered and undersensing was reported. Ventricular sensitivity was increased and lead function is closely being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.